Manufacturer narrative:
The insulin pump was received stuck in the motor error loop during bolus and basal delivery and e70 alarm was noted in the alarm history screen. The motor was tested outside of the device and passed; the motor may have had an intermittent failure that was not detected during our testing. Unable to perform excessive no delivery test, a21 error test off no power test and occlusion test due to motor error alarms. All operating currents are within specification. The insulin pump passed the displacement test self-test, rewind, basic occlusion test and prime test. The insulin pump had cracked reservoir tube lip, minor scratched display window, cracked display window, scratched reservoir tube window, cracked case and cracked display window corner.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating a motor error alarm from the insulin pump. The customer's blood glucose reading was 126 mg/dl. The customer stated that when he changed out his set, he received a motor error. The customer stated that when he took out the reservoir and put the plunger back on to get insulin to come out when he rewound, he received another motor error. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear normal. The customer stated that there was a motor position encoder error in the alarm history. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.